Event description:
It was reported there has been 15-20 patients in the last 6 months with personal therapy manager (ptm) issues and the issues occurred bi-monthly if not weekly. The reporter stated that some of the patients were freaked out and completely confused and anxiety ridden over the fact that they just got locked out when they thought they got a bolus. Some of them, too, had psychological issues and it was "very hard to explain to a patient because most of them are on all kinds of different meds". The patients reportedly had a hard time grasping the dose restriction interval of the ptm. It was noted, "it¿s just too bad that the device can't communicate to the patient what the issue is instead of telling them they did not get their bolus when they actually did". It was reported "at the end of the day we can say the uplink issue is happening". The reporter noted "sometimes" there was electromagnetic interference (emi). It was noted a new ptm would be sent out but ¿they¿ll end up with the same problem. We've never been able to replicate that problem". (B)(4); document contained no new information.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).